Manufacturer narrative:
For four events, the investigation determined the following: the service actions resolved the issue. Follow up actions for one of these events include: the field service engineer found that the reagent probe was leaking. The fse replaced the reagent probe and the module was confirmed to be running within specification. Follow up actions for one of these events include: the field service representative found a dripping wash station nozzle. He replaced the tubing. Follow up actions for one of these events include: the field service representative found the rinse unit nozzle spring was slightly bent and the nozzles were stiff and greasy. He cleaned and fixed the nozzle. Follow up actions for one of these events include: the field service engineer installed a new sample a cover due to the cover being broken. For one event, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the rinse mechanism was cleaned and the rinse tubing was checked for leaks. A mechanical check was performed and the rinse water was adjusted. A heat cut filter and vacuum pump diaphragm were replaced. A photometer check and cell blank measurement were performed without error. Probes were checked and aligned. The customer ran controls and these recovered within acceptable limits. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 5 malfunction events. Questionable results were generated by cobas 8000 c 702 module analyzers. The events involved eight patient samples with questionable results for the following assays: two for lithium, two for crep2 creatinine plus ver.2, two for ureal urea/bun, one for alb2 albumin gen.2, two for ca2 calcium gen.2, and one for mg2 magnesium gen.2. One patient was aged (B)(6). The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was one female. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.